Event description:
During endoscopic retrograde cholangio-pancreatography (ercp) procedure, the channel of the duodenoscope became blocked and unusable for remainder of procedure. It was not a failure with the scope but with the boston scientific rx locking device that is attached to the scope. A small sponge that is in the rx locking device dislodged and clogged the scope which in turn caused the problem with the duodenoscope.